Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they wanted to add another program to their implantable neurostimulator and that she was kicked last week and wanted to make sure her leads are in the right place. No symptoms were reported. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated. The indication for implant was non-malignant pain.